Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the customer cleared the alarm and resumed insulin delivery to resolve the issue. There was no adverse impact to the customer's blood glucose level.